Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions, and the caller successfully started their sensor session without further issues after the pump reset.